Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the syringe 5ml ll euro 125 s/c there was a hole in the side of the syringe causing liquid to leak out on to the hand of the user. The following information was provided by the initial reporter: hole in the side of syringe. Second faulty or damaged syringe in this theatre on consecutive list for same anaesthetist - last time with risk of awareness. This time resulted in wet hand only. Are syringes being damaged by drawer closure?

Event description:
It was reported that during use of the syringe 5ml ll euro 125 s/c there was a hole in the side of the syringe causing liquid to leak out on to the hand of the user. The following information was provided by the initial reporter: hole in the side of syringe. Second faulty or damaged syringe in this theatre on consecutive list for same anaesthetist - last time with risk of awareness. This time resulted in wet hand only. Are syringes being damaged by drawer closure?

Manufacturer narrative:
H.6. Investigation: one loose 5ml syringe with a white tip cap and medication label was received and evaluated. It was observed there was a lengthwise crack approximately 1.5¿ in length extending through the grad lines from the 1ml to the 5ml marking. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Potential root cause for the damaged barrel defect is associated with the assembly process. H3 other text : see h.10.